Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unable to prime during prime test due to faulty force sensor. No motor error alarm noted. The motor was tested outside the device and passed the test. The device was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported a motor error on his insulin pump. Customer's blood glucose was 156 mg/dl. There were no significant events leading to the alarm. Customer stated he had an x ray taken three weeks ago. Customer does not use the sensor feature. He is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.